Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 380 mg/dl. The customer's current blood glucose was unknown. Customer stated that they were on auto mode and treated with insulin drip. Troubleshooting was performed. No further patient complications were reported.